Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the turn sleeve would not move to the 1.5 mm position. It was further determined that some of the 24 balls came out of the turn sleeve. It was determined that the issue was consistence with lack of grease from normal use over time (the grease was supposed to hold the balls in place inside the turn sleeve). Therefore, the reported condition was confirmed. The assignable root cause was due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the collar could not be adjusted to minimum 01.5 mm on the quick coupling device. During in-house engineering evaluation, it was observed that some of the twenty-four balls came out of the turn sleeve. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.